Event description:
A (B)(6) result was generated by the advia centaur xp system for a known (B)(6) single patient sample. The sample was retested and yielded a (B)(6) result consistent with expectations. The retest result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and data, the fse determined that the cause of the discordant (B)(6) is not known. The fse replaced the reagent probe, degasser and 3-way valve. The fse also decontaminated the system and ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.